Event description:
Per the clinic, the patient experienced a soft tissue overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2014. The implanted device remains.